Event description:
As reported, approximately 9 months and 26 days post the initial left reverse total shoulder arthroplasty, the patient was revised due to infection. The glenosphere, liner, and adapter tray were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 03024124155 (B)(6) - gps implant kit v2. (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6), 315-35-00 - glnd kwire. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-35-01 - small glenoid plate. (B)(6), 320-36-00 - 36mm humeral liner +0 unconstrained. (B)(6), 531-78-20 - shouldr gps hex pins kit. (B)(6), 320-31-36 - glenosphere, 36mm for small reverse. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm.